Event description:
Medtronic received a report of pipeline failure to open in distal section. The patient was undergoing surgery for treatment of an amorphous, unruptured, left ophthalmic segment intracranial aneurysm with a max diameterof 3.4 mm and a 3 mm neck diameter. The landing zone was 2.8 mm distally and 3.7 mm proximally. The access vessel was the right femoral artery with a diameter of 7.3 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was normal. It was reported that the operator advanced the marksman over the guidewire to the middle cerebral artery m3 and delivered the pipeline stent to m3 through the catheter. The operator pulled back the catheter as a whole to the straight segment of m2 and pushed the stent out approximately 10 mm; the stent could not open. The operator attempted to release the stent longer, but it still could not open. The operator recaptured the stent twice, and under tensioning and detensioning maneuvers released the stent 10¿15 mm; the stent still could not open. Under this circumstance, the operator slowly pulled the stent back to the end of the internal carotid artery; the stent could not open. Throughout the entire process, the intermediate catheter position was at the c4¿c5 segment, sufficiently high and stable. As the stent could not open, the operator was unable to continue releasing the stent. During the entire process, the operator reported normal resistance with no obvious resistance. The operator removed the stent and the catheter together from the patient¿s body, and the stent still could not open outside the body. Subsequently, the operator replaced with a non-medtronic stent and catheter and completed the procedure. There was failure toopen in the distal section. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter, and from the patient. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a jiaqi nuanyang 400-15 stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.